Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed eco2 result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed eco2 result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated by alternate methodologies on alternate instrument systems and results within the normal range were obtained. Patient treatment was altered on the basis of the depressed result. The patient was treated with sodium bicarbonate and developed metabolic acidosis. There was no report of adverse health consequences as a result of the treatment. The patient was discharged within days of the treatment.